Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Eval codes: no devices or photos were received; therefore the condition of the components is unk. Review of the device history records was not possible as the product and lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported the pt alleges the wrong size cup was implanted and subsequently the (B)(6) was diagnosed with iliopsoas tendonitis. It is further reported the pt has received three cortisone injections and is deciding to either cut iliopsoas or undergo a hip revision.

Manufacturer narrative:
Letter from the surgeon confirms that the patient developed iliopsoas tendinitis at the left hip. The surgeon stated in the letter that the iliopsoas tendinitis is directly related to the fact that the patient was revised for a failed left durom total hip arthroplasty. This device is used for treatment

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.